Event description:
During heart catheterization procedure, pt arrested. Preliminary autopsy diagnosis indicates a perforation of the pulmonary artery by a catheter used in the procedure resulting in hemorrhage and death. Md performing procedure concurs.